Event description:
It was observed during the device inspection the bronchovideoscope had a video connector dirty due to water leakage. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided, it is likely due to the video connector being dirty due to water leakage. However, the investigation findings do not lead to a clear conclusion about the cause of the adverse events reported. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.